Event description:
It was reported that the patient was able to recharge their implantable neurostimulator. The patient was able to recharge once their implantable neurostimulator manually flipped back into position. The patient recovered without sequela. As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed.

Manufacturer narrative:
.